Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds and that the patient was experiencing diaphragmatic stimulation. Reprogramming attempts to resolve the stimulation failed. The lead was turned off and was subsequently explanted and replaced. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.